Manufacturer narrative:
(B)(4). Investigation results. A visual examination of the complaint device revealed that there is no visual defects noted on the device. Functional examination was performed by connecting the device to an alliance inflation system. The balloon was inflated without problem, however; it did not hold the pressure due to a pinhole on the balloon. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) and stone extraction procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the balloon was leaking saline. The procedure was completed with another cre wireguided dilatation balloon. There have been no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results showed that the balloon had a pinhole; therefore, this is now an MDR reportable event.